Event description:
Patient undergoing ileostomy closure. Surgeon asked for blue gia 80. After using the device for anastomosis there was a leak along the suture line. The sales rep was contacted over the phone and was unable to come to the facility. A new stapler was obtained by a supervisor. The surgeon used the new stapler to reinforce the suture line.